Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01674.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01674. It was reported high impedance was found following the patient experiencing a fall. As a result, both of the patient's leads were explanted an replaced to address the issue.